Manufacturer narrative:
Per the customer contact, "I was removing the tape from my spouses back and it ripped his skin." Per the customer, he has an open wound and "he may go to the doctor if infection occurs, he is treating it with antibiotics and bandages." No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event caused or contributed to a serious injury requiring medical intervention. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Per the customer contact, "I was removing the tape from my spouses back and it ripped his skin."